Event description:
Dealer stated that the left side of the elevating leg rest on a patriot wheelchair is not lowering, appears like something is seized internally. Leg rest is currently in the raised position.